Event description:
One resident had 2 falls face forward out of the "go chair" with lap tray in place. Tray loosens and separates allowing resident to fall forward. It appears that there is a mechanical flaw. The chair is no longer used.